Event description:
Problem: recently in response to a service call from the customer our engineer visited the afic and checked the bed for reported defect of burning and smoke came out of power module. The bed was working on mains supply where as it was not on battery. The condition of power module cp 20 is as shown in the pictures sent. A portion of pcb was found burned.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.